Event description:
It was reported that an ilet user experienced alert 32 indicating delivery motor communication and a prompt to restart the ilet; the alert persisted after a restart, and alert 35 for insulin occlusion was noted, with the user¿s reported blood glucose at 255 mg/dl and no symptoms, leading to device replacement and transition to subcutaneous insulin pens as backup therapy. Symptoms included no reported clinical effects. Outcomes included no injury, no medical intervention beyond device replacement, and no hospitalization. Investigation included customer interview, verification of the on-device alert, and user troubleshooting guidance including restart attempts. Investigation of this case revealed a persistent delivery motor communication fault consistent with a pump delivery subsystem malfunction and potential insulin delivery interruption. It was concluded that the device malfunctioned, resulting in cessation of automated insulin delivery, and the user was advised to use backup insulin therapy.